Event description:
In (B)(6) 2010, I had the adiana procedure performed in a physician's office. Twelve weeks later, I had the hsg x-ray performed to ensure that the adiana procedure worked. The test came back good and the doctor stated that my tubes were blocked no other form of birth control was needed after that point. On (B)(6) 2011, I contacted my regular ob/gyn's office because I had been bleeding for 16-17 days. They had me take a home pregnancy test and it came back positive. I went to see the nurse practioner on (B)(6) 2011 who done an ultrasound, it came back negative, no signs of an embryo/fetus, the urine test came back positive in the office so took some blood and wanted me to come back (B)(6) 2011 for f/u blood work so they could compare the numbers. In doing so, they contacted me on (B)(6) 2011 and confirmed a miscarriage.